Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2022, it was reported that the infusion set rolled and came out of skin while sleeping due to which patient woke up in morning with high blood glucose level of 18.7 mg/dl. The site location was patient's abdomen, and the pump was located on the bed. Reportedly, there was stress or pull on the tubing as the tubing accidently pulled out and the pump was not dropped with the set connected to patient's body. No further information was available.